Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express esc and act button dome switch. No unlocked lcd keypad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, error test and off no power test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 34 mg/dl. The customer was treated for the low blood glucose with glucagon and juice. The customer states that the sets work for only one or two days. Furthermore, the customer reports physical damage in form of cracks in the battery compartment of the device. The customer did not troubleshoot the issue. The customer returned the product for analysis.